Event description:
Customer alleged the right head siderail is not able to latch in the up position. No injury reported.

Manufacturer narrative:
Inspection revealed that the latch mechanism was stuck in the open position. (Fluid egress was present), causing the mechanism to stick open. Replaced center arm, pin latch to resolve.